Event description:
It was reported that: "16 mar 2026, before the patient underwent dialysis on the machine, it was found that there were cracks and bl eeding in the joint. No reported patient harm or consequence. The device was replaced to resolve the issue."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported issue of cracked luer hub was confirmed upon investigation of the returned sample. The customer returned one unit of catheter hub for evaluation. The red luer hub was cracked. Minor crazing was noted. The blue luer hub was observed to have jaw and scuff marks likely due to the use of external tools like clamps. No leaks observed when the hub was functionally tested. The luer connection closes the polymer crack sealing the area for leak. The damage is indicative of overtightening and use of tools like clamps. The IFU states the following: - do not use clamps other than those that are provided. Using other clamps may damage the catheter. - avoid clamping near luer-lock fittings- repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. Additional information indicated that the hemodialysis session happens twice weekly. Patient uses povidone-iodine for routine disinfection. Catheter clamp was used to tighten the connection to prevent fluid leakage. The catheter was replaced with a new one. No patient harm observed. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is unintentional use error.

Event description:
It was reported that: "(B)(6)2026, before the patient underwent dialysis on the machine, it was found that there were cracks and bl eeding in the joint. No reported patient harm or consequence. The device was replaced to resolve the issue."